Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mandibular reconstruction. The composite handle of a shortcut plate cutter for 2.4mm plates and thorp broke into three pieces on the back table. There was a brief delay in surgery as a result, under five minutes. A back up plate cutter was readily available. The surgeon was able to successfully complete the surgery and the patient was stable post operatively. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Lot number was obtained when subject device was received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: shortcut plate cutters (part # 391.967 / lot # 4105630 / mfg. Date: 05/2000), the returned device shows significant use during its 15 year lifespan. The brown handle has broken into two pieces and is not attached to the shaft of the cutter. The damage is most likely due to wear over the life of the device. A visual inspection, complaint history review, drawing review, and assessment review were performed as part of this investigation. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance for the device(s) are addressed in technique guides (B)(4). The returned device is multi use and is used for cutting plates prior to insertion. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: medwatch follow #2 was mistakenly reported as follow up #3. This report is follow up #3 but is reported as #4 due to system restrictions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: follow up report 1 was initially submitted with incorrect follow up number 2 on april 21, 2015. On december 19, 2019, it was requested that a follow up report with number 1 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.